Manufacturer narrative:
Upon visual and functional inspection, found that the thread on this conical abutment screw had fractured. The product¿s history did not provide any indication of a manufacturing deviation that would cause this condition.as part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The doctor indicated that this abutment screw fractured.